Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that programming changes were made in response to the right ventricular (rv) lead sensing issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and short v-v intervals. Oversensing was noted on stored electrograms and the lead had a history of t-wave oversensing (twos). In addition, the r wave amplitude was low. The lead remains in use. No patient complications have been reported as a result of this event.